Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the device interrogation in clinic " diagnostics were cleared because they were invalid" message was received. Interrogation load showed that information was partially removed. Reinterrogation to regained the diagnostics was suggested. All information was cleared out. The patient will continue to be monitored normally.